Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device v2150h; mk8btss0 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many devices broke? Customer is unable to provide exact number of involved sutures. The single complaint was reported with multiple events. There are no additional details regarding the additional events. If further details are received at a later date a supplemental medwatch will be sent. Note: events reported via mw 2210968-2020-09158, 2210968-2020-09159. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture broke intra-op during the procedure. The surgery was completed with a new suture. There was no harm to patient and no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/28/2020.   H3 evaluation: representative samples returned to support investigation of multiple device issues captured in reports 2210968-2020-09158 and 2210968-2020-09159. Analysis results have been included in follow-up reports for each. An opened box with unopened samples of product was received for evaluation during the visual inspection of the unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defect, damage or suture breakage was noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.